Event description:
On (B)(6) 2013, it was reported that this vns patient died on (B)(6) 2007. In 2006, the patient developed pneumonia and pancreatitis and lost a lot of weight. The patient was considered ¿failure to thrive.¿ the patient¿s parents changed her code status to comfort measures only in (B)(6) 2006, and she passed away two months later. No additional information is available: the patient¿s neurologist had retired. An in-house sudep evaluation concluded that the death was unlikely sudep.

Event description:
Medical records were received indicating that the immediate cause of death is ¿respiratory failure secondary to recurrent aspiration pneumonia¿ with a 10 day onset prior to death. The sequentially listed health conditions leading to the immediate cause of death include: dysphagia that developed gradually over many years, seizure disorder present since birth and cerebral palsy with a lifelong duration. The manner of death is shown as being ¿natural.¿ cause of death indicated on the mortality review states respiratory failure secondary to recurrent aspiration pneumonia, dysphagia, seizure disorder and cerebral palsy. The ¿seizure history¿ section revealed that her seizures began at 6 hours of age with 3 to 4 seizures per day. The vns system implant on (B)(6) 2004 showed ¿significant improvement¿ along with medication adjustments. Seizures ranged from 0-11 per month for 2005/2006 which is the most stable that the patient has been for many years; however the notes indicate that ¿vns has not been successful.¿ follow-up revealed that the patient¿s device was not explanted prior to burial; therefore, no analysis can be performed.